Manufacturer narrative:
The investigation was started. The results will be provided in a follow-up report.

Event description:
It was reported during use that the unit displayed "device failure." There was no patient injury reported.

Event description:
Please see initial report.

Manufacturer narrative:
The log file of the affected device was available for the investigation. Based on the log entries it could be confirmed that the device detected the device failure 88.0002 once and performed a restart. After the restart the ventilation was continued without any problems. The root cause for the problem is a temporary deviation in the software. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. During a restart the device generates a high-priority visual and audible alarm. After a successful restart, ventilation will be continued with the latest settings after not later than 12 sec. The savina 300 reacted to a deviation within the electronic system as specified and posted a high priority alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.